Manufacturer narrative:
Upon receiving the device it was determined that the distal tip was missing. The user facility had reported initially that all pieces of the device were returned to mitek. Through follow-up with the facility, the missing piece could not be accounted for. Historically, mitek has reported similar events as it is unknown at this time if the device was left in the patient and if so what affect that could have. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no related complaints for this lot of 999 devices that were released to distribution. We cannot discern a root cause for the reported event. No fault was found. Based on complaint rate, we believe this to be an anomaly. At this point, in time no corrective or further action is warranted. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The product broke in small pieces. No additional data available at this report.